Event description:
Customer reported receiving an error 4 when a test strip was inserted and a battery and booklet icon on the display of their freestyle blood glucose monitoring system. Although this meter was set to the correct unit of measure, it very likely is exhibiting the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigtion. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.